Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1285511) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported that on (B)(6) 2013 he received a reading of 125 mg/dl on his adc blood glucose meter which was lower than an unspecified reading obtained on his healthcare provider's meter. Customer further reported feeling extremely tired and noted "fuzziness" of his eyes and was subsequently hospitalized. No further information was provided by the customer has he declined to continue troubleshooting. It is unknown what treatment may have been rendered at the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.